Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported aiming beam coming out from the tip cannot be established as the product is not available for analysis. DHR history review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: caution: do not use if the package is damaged. Damage to the package may result in damage to the fiber or compromised sterility. Caution: the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or ben the fiber. Warning: do not use if the fiber appears damaged. If damaged, replace the fiber with a new one. Use of a damaged fiber may result in injury to the patient or injury to the user. The treatment times will vary based on distance to tissue, the power settings, duration of beam application, and other factors. Use settings that are as low as possible for the desired treatment effect. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could not be performed. The cause that contributed to the reported event cannot be confirmed. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the fiber was forward firing after 8,190 joules and 49 seconds of use. The physician stopped using the fiber and opened a second fiber to complete the procedure without any patient complications.